Manufacturer narrative:
Field change: the complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. 72404130 (B)(4). Belt cuff fgs 4.0 cm iz the complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. 72404130 (B)(4). Belt cuff fgs 4.0 cm iz the complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. 72404127 (B)(4) control pump fgs iz. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to pinhole in the pressure regulating balloon (prb). The whole aus device was replaced with a new one. The procedure went smoothly. Additional information was received. Pin hole in prb caused loss of fluid and the device not to work properly.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to pinhole in the pressure regulating balloon (prb). The whole aus device was replaced with a new one. The procedure went smoothly. Additional information was received. Pin hole in prb caused loss of fluid and the device not to work properly.